Event description:
It was reported by the patient's representative that the patient "fell and passed out for what we think was about 2 hours and that they're heart rate was low. They further noted that the patient's device could not be picked up when trying to get a reading. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.